Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the customer's infusion tubing. Blood glucose was 302 mg/dl. Reportedly, the customer replaced the infusion set and resumed insulin therapy.